Event description:
It was reported that the 9800 system monitor was gray with no image during a case. Also there was a printer error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The interconnect cable and the printer were replaced during the service call. The system was tested and found to be working as intended and put back into service.